Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2001 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that during a scheduled pump replacement for normal battery depletion, they attempted to aspirate the catheter, but did not consistently produce cerebrospinal fluid (csf). It was noted the old catheter was not fully attached. The catheter was revised; the patient had the old connector and the physician wanted him to have the sc, which was then connected to the new pump. The new pump and sc connector had been primed on the back table. The patient had no symptoms, and they were able to get filled. The patient recovered without permanent impairment, and it was noted the patient was doing better after the catheter revision. The pump system was being used to infuse fentanyl and morphine (unknown).